Event description:
It was reported that the pt had elected to have his pump replaced. No cerebrospinal fluid or drug could be aspirated from the catheter, so the catheter was also replaced. The returned product was received by the MFR on (B)(6) 2011. The pt recovered without sequelae. The drug in the pump at the time of the event was intrathecal lioresal. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.